Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. Following the incident, the lift was inspected by an arjo representative, and no malfunctions were identified. The sling was not available for evaluation; however, the customer stated that there were no issues with it. The sling has four clip attachment points: two shoulder clips and two leg clips. The sling clip is designed with a narrow slot to ensure a snug fit onto the spreader bar lug (attachment pin). Additionally, the mushroom-shaped pin on the spreader bar helps prevent inadvertent removal. When tension is present during a transfer, a downward force acts on the clips, keeping them securely in place on the lugs. Therefore, detachment under normal conditions is unlikely. For a leg clip to detach, a force in the opposite direction, greater than the gravitational pull of the person's weight, would be required. There is a possibility that a person may be lifted with only three clips attached. This can happen if one clip was not properly secured or verified, and the straps were not monitored to ensure tension as the person¿s weight was gradually taken up. Even if the clip was initially in place, it may be accidentally dislodged- for example, by the person adjusting their clothing or moving their legs while seated. It could not be confirmed, as the care staff stated they checked that the sling was secure. The maxi twin instructions for use (IFU, 04.kt.00_22en) describe how to attach the clips ¿1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure all lugs are locked at the end of the clips and no straps are not squeezed in between the clip and the spreader bar.¿ ¿warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation.¿ the arjo sling and lift was used as a system during the incident and therefore played a role in the event. There was no product malfunction, both sling and lift were in working order, therefore the system meets its specification. The complaint was deemed reportable due to the detachment of the leg sling clip, which caused the resident's fall.

Event description:
A resident fell during a transfer from a wheelchair to a bed using the maxi twin lift and a clip sling, when the clip securing the left leg unexpectedly detached. The resident was taken to the emergency department with reported injuries to the head, shoulder, and potentially the hip.